Manufacturer narrative:
(B)(4) . The device was received for evaluation. A visual inspection identified that the tubing had been cut and the devices pouch was missing seal marks. The cut was caused by the tubing getting sealed in the packaging machine. The operators of the packaging machine have been retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink set's tubing was cut in half. The cut was found when the packaging was opened. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.